Manufacturer narrative:
A ge service representative performed an onsite investigation and checked the error log files. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system would shut down on its own. No patient injury was reported.